Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was provided and the device has not been returned for evaluation; therefore, no additional investigation can be performed into the root cause of this event, and no information to reasonably suggest a related device malfunction or quality deficiency.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted at implant due to tricuspid regurgitation. No additional information was provided regarding this event, despite multiple follow-up attempts with the healthcare provider.